Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the product returned for evaluation was a 3cg stylet wire. The wire contained several kinks and a complete break in the magnetic tip. The detached segment measured 1.8¿ in length. The distal end of the main stylet wire was curved into a ¿j¿ shape and the break site of the detached segment was likewise curved. The core wire of the detached segment contained material necking indicative of a tensile break. The core wire had also been pulled in the proximal direction which created a tear in the polyimide tubing. The fracture surface of the polyimide tubing was rough and granular and several kinks in the polyimide were seen at the interface of the magnets. The damage observed was consistent with the stylet length extending past the end of the catheter. Movement of the catheter during insertion likely caused the stylet to become damaged and broken which is also consistent with the insertion difficulty described in the complaint event.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Nurse reported to sales representative that one of their nurses was allegedly doing a PICC line and the wire that comes in the PICC allegedly broke off about 2 or 3 cm from the tip. She said they were putting the PICC in untrimmed to get an idea for length, allegedly, pulled the PICC and wire out together, trimmed the PICC line after pulling the wire back, reinserted the PICC line and the PICC was reportedly not advancing very well. Nurse was said to have then removed the PICC again. She stated that when the PICC was pulled out there was some wire sticking out the end and she had taped it before insertion. Supposedly, she went to pull wire back so that the tip was at the end of the PICC and the end stayed where it was and she pulled the rest of the wire out the other side. It was allegedly broken off and looks like the entire wire came out of the body. Additional notes from inserting rn reported to sales representative: left sided placement, alleged difficult to access patient requiring multiple attempts at access. Nurse stated that she obtained access roughly 4 cm from her external measurement mark. Allegedly, full untrimmed PICC was inserted, then removed and trimmed. Wire was reportedly taped down, but upon 2nd insertion of PICC, it was allegedly difficult to thread. Nurse had an assisting rn grab a nitrix wire to use to help insert the catheter. Nurse reported that she was unable to fully insert the catheter (possibly hung up prior to axilla) and upon pulling out the PICC/with stylet, the stylet appeared roughly 1cm outside of the PICC potentially coming uncoiled. The stylet was said to be full intact. No patient harm reported.